Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'keypad not responding' which was reproduced during evaluation. Evaluation observed and found that the keypad keys #0, #5 and #8 were not responding and inoperable. The cause was determined to be a failed front case which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced keypad not responding. The event happened at the biomed service. There was no patient involvement. No additional information is available.